Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their ins is not working properly; they were having issues with their ins. No patient symptoms were reported and no further complications have been reported as a result of this event.